Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient had been having on and off erratic blood glucose (bg) levels while on the pump. The reporter indicated that the patient has multiple unspecified health issues and is on peritoneal dialysis due to kidney failure. The reporter indicated that the patient's bg level dropped to "50 mg/dl" which required the patient to eat something. The reporter also claimed that the patient's bg's would run high. The reporter mentioned that they perform multiple frequent site/set changes since the "sites go bad" after peritoneal dialysis. The reporter also stated they normally change the cartridge every 2-3 days, but sometimes the cart lasts 4-5 days when the patient's bg is running higher. The reporter felt that this was an indication that the pump was not properly delivering insulin. Through troubleshooting, the animas representative involved in this contact noted that the patient frequently using temp basal settings on a daily basis. The representative also noted that the pump was not delivering basal rates as set by the patient's health care provider (hcp) due to the use of temp basal settings multiple times daily. The patient was reportedly using the temp basal settings depending on her bg readings. No associated alarms were noted in the pump's alarm history. The reporter refused to return the pump to animas since she was waiting for the warranty to expire. The reporter wanted to upgrade the pump and was going to wait for a call back from the sales department at animas. Based on the information provided, this complaint is being reported due to the following conclusion: the reported claimed that the patient developed a low bg level that required her to eat something. At this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.